Manufacturer narrative:
Additional pro code in block d2b nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) burr-hole cover would not lock the lead in place and would pop-off during the procedure. Several attempts to lock cap in place were made however were unsuccessful. The physician replaced the burr-hole cover with another of the same model and completed the procedure. Physical analysis of the dbs burr hole cover was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
This report is being submitted to correct section b in block b5 describe event or problem.

Event description:
It was reported that the deep brain stimulation (dbs) burr-hole cover would not lock the lead in place and would pop-off during the procedure. Several attempts to lock cap in place were made however were unsuccessful. The physician replaced the burr-hole cover with another of the same model and completed the procedure. Physical analysis of the dbs burr hole cover was not performed as it was retained by the facility. The patient did well post-operatively. It was reported that the deep brain stimulation (dbs) burr-hole cover cap would not lock the lead in place and would pop-off during the procedure.